Event description:
During an ercp procedure, the physician used a wilson-cook memory soft wire basket and a sophendra lithotriptor cable to crush a biliary stone. The basket wires broke when lithotriptor was performed. Removal of the basket was attempted two days later during a second ercp procedure, but was not successful. The basket was removed from the pt via surgery. The condition of the pt was reported as satisfactory.